Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: upon visual inspection of the package, it was confirmed that process related foreign matter was present in the package. A seal defect was discovered on the package. A void was present in the seal causing a break in the sterile barrier.

Event description:
It was reported that before an unk procedure, there was a foreign matter inside the sealed package. Another device was used to complete the procedure. There were no adverse consequences for the pt.